Manufacturer narrative:
A cardioquip customer submitted water samples from their device for hpc testing due to suspected contamination. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email on (B)(6)2022. As of the date of this report the customer has not responded to these options.

Event description:
A cardioquip (cq) customer submitted water samples from their device for hpc testing due to suspected bacterial contamination. Cardioquip received hpc test results outside of cq specifications, indicating device contamination.